Event description:
It was reported the patient experiences a persistent sharp stinging pain at the ipg site. The patient waked up during the night due to the pain. The patient does have effective stimulation and is able to charge and use the programmer. The patient was seen by his physician but was not offered any medical intervention.

Manufacturer narrative:
Correction/removal number: this ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.